Event description:
It was reported that the procedure was to treat the moderately calcified subclavian artery via radial access. The 9x19 mm omnilink elite stent delivery system (sds) was advanced to the lesion and passed the lesion a few times to ensure proper placement; however, the stent dislodged. The stent traveled to the radial artery where it was attempted to be snared unsuccessfully. The patient is still hospitalized and it is unknown at this time if the device was removed. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The investigation determined that the reported difficulties and subsequent treatment appear to be related to operational context. It is likely that during advancement the stent delivery system (sds) interacted with the patient¿s moderate calcified lesion as resistance was noted, causing the reported difficult to advance. Further manipulation of the sds during this interaction may have led to the reported stent dislodgement. Additionally, the dislodged stent was trapped within the vessel. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B2: outcomes attributed to ae, hospitalization-initial or prolonged was removed. H6: correction: health effect - clinical code 2687 was removed. H6: correction: health effect - impact code 4607 was removed.

Event description:
Subsequent to the initially filed report it was reported that there was some resistance during placement of the sds. The stent was attempted to be retrieved via snare but was unsuccessful. Therefore, the stent was trapped to the vessel with the use of another stent in the radial artery. Another omnilink stent was used to treat the target lesion. The patient was released the same day. No additional information was provided.